Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro endoscopic vessel harvesting system worked accordingly at first, however, when used again on the same pt during the same procedure, the unit would not activate. A new kit was used to complete the procedure. There were no pt effects. The lot number is unk. The product is returning.

Manufacturer narrative:
The device was not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted when the device is received and the investigation is completed. (B)(4).